Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: explant date is (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a mentor memorygel breast implant 350cc and suffered from a discomfort , breast pain on the left side and breast hardness, capsular contracture baker grade iii on the right side. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right breast implant.

Manufacturer narrative:
Additional information was received on september 2, 2021. The explant date was clarified to be (B)(6) 2021. The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the impacted product was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/20/2021, it was reported to mentor that the patient¿s weight is 133 lbs, height is 5.2 ft. The patient reported that the right breast implant was drawn up and has become mildly tender, but malformed, it is high comparing to the left side and firmer. Manufacturer¿s reference number: (B)(4).